Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3889-28, lot# va04d8p, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapy noted in (B)(6) 2014. The patient reports his neurostimulator failed miserably/stopped helping his bladder symptoms. The healthcare provider at the time said something had shorted it out and it would require surgical intervention. It was reported that the patient no longer had a managing hcp (healthcare provider) for neurostimulator. The indication-for-use (IFU) was for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stimulation, post lumbar laminectomy syndrome and spinal pain. Additional information received from the patient reports talked about operating. The healthcare provider turned device off and nothing else was done. The patient noted that it failed after short time.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient had increased frequency and return of symptom. The patient also stated that he fell at the time of the symptom return. The patient was urinating 14 times a day. An urologist at the hospital told him his device was working but this doctor did not know anything about the manufacturer device. The patient unrelated medical histories were provided: lung cancer, unrelated hospitalization, and pneumonia, patient. Did not know where or who he was for 6 days of his hospital stay.

Event description:
Additional information received from the patient reported that the bladder device was not working.